Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The physician repositioned the rv lead successfully. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.